Event description:
Patient required central venous line. In attempts to cannulate the left subclavian vein, the guidewire was passed through the needle per seldinger technique. It met resistance, so attempt was made to remove the wire. The wire seemed to catch in the needle and not glide easily out, so the needle was removed with the wire. Wire appeared intact after removal and with inspection. No further attempts made to cannulate subclavian vein and central venous line placed in right femoral vein. No clinical compromise noted. Object found incidentally when skeletal survey completed 2 days post line placement. CT chest showed confirmation of 2cm foreign body located in a branch of the left pulmonary artery. Determination made to remove foreign body.